Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2013-05602. The patient had two leads (different models) for off-label use. It was reported the patient's scs system was explanted and replaced due to an infection at the lead sites. The explanted product will not be returned to sjm.